Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support, removing the cartridge and delivering a 9-unit bolus, which completed successfully. Customer then reloaded the original cartridge and resumed insulin therapy, resolving the issue.